Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy procedure, at first there was no problem but after reloading, the stapler did not fire. The blue disassembly button was pressed but did not respond and a red warning bar appeared. A new device was used to complete the case. There was no patient injury.